Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 291 mg/dl, 41 mg/dl, 43 mg/dl, 209 mg/dl at the time of incident and the current blood glucose level was 294 mg/dl. Customer was assisted with troubleshooting. The customer was treating with sandwich for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. The device will be returned for analysis.